Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pegasus bl 22ga x 0.75in prn non-pvc experienced a case of damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: the patient underwent laparoscopic left inguinal hernia repair. After entering the operating room, the patient planned to undergo venipuncture. When preparing for the puncture material, it was found that the outer package of the 22g indwelling needle was not sealed. So it was immediately replacement of the indwelling needle resulted in no harm or effect to the patient.